Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified concentration of saline. It was reported that during priming prior to patient use, particulate was noted in the drip chamber of the tubing set. The particulate was described as spotty brown dark spots. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found dark brown spots embedded in the walls of the drip chamber of the tubing set and that measured approximately 1000 microns in size. The dark brown spots were identified as plasticizer found in pvc. The probable cause of the particulate could have been due to degradation of the material during manufacturing. This report represents all the information known by the reporter upon query by hospira personnel.